Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power supply 1 and the high voltage tank needed to be replaced. The representative replaced the components and calibrated the system. The imaging system then passed the system checkout and was found to be fully functional. The power supply and tank kit is currently under analysis at medtronic and analysis has not been completed before filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the system will not shoot fluoro or x-ray. The site attempted to take 2 more images and with loud popping noise being generated. The site decided to bring in another imaging system to complete the case. There was a 30-minute delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Per (B)(4), it was determined there was an unconfirmed accidental radiation occurrence due to system noise. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded that the issue was due to hardware. Ps1 and high voltage tank component replaced to resolve. Number of people exposed: 1 patient total number of people in or unknown estimated absorbed or effective dose information is not available. Analysis on the returned power supply resulted in an electrical failure being found through functional testing and visual/physical examination. "Analysis" states that the bench test failed. Ps 1 voltage drifted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis on the returned hv (high voltage) tank resulted in an electrical failure being found through functional testing and vis ual/physical examination. Analysis states that the hv tank failed the bench test. The resistance between test point, j1e to j1a, j1d to j1a and j1k to j1a were open. J1f to j1g, j1h to j1g measured below the resistance spec. Faulty hv tank. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.